Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc assumed that the reported event was caused by the defect of the pressure sensor of the device. There is possibility that the defect of the pressure sensor was caused by the followings. Oxidation corrosion of pressure sensor electrode foreign matter adhering to the pressure sensor if additional information becomes available, this report will be supplemented.

Event description:
The device gave an alarm and the front panel lighted up after the device turned on. There was no report of patient injury associated with this event.